Event description:
This is report 1 of 3 for the same event. It was reported from lebanon that during an unspecified surgical procedure, it was discovered that the motor was not performing as intended when in use with a craniotome device and a compact speed reducer device. According to the reporter, the motor was ¿under 8,3 bar pressure¿ and the pressure gauge indicated only 83 pound per square inch (psi) instead of 120psi. It was further reported that the torque was very weak. As a result, there was a sixty minute delay to the planned surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. It was not reported if there were injuries or prolonged hospitalization. The reporter indicated that post-surgical status of the patient was in good condition. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.